Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us, mr 4.0 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified the first two proximal strut rows and the first four distal strut rows were expanded. Mid struts were crimped tightly on balloon, the undamaged mid crimped stent outer diameter was measured and within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks noted along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the product was defective. A 4.00 x 24 synergy ii stent was selected for use but deemed to be defective. No known patient complications. However, returned device analysis revealed stent damage.